Event description:
Due to the essure birth control device that I had implanted in (B)(6) 2010, I started to have many side effects believe to be from a nickel allergy, had pain, cramping, severe bleeding, cysts, infections, headaches, dizziness, fogginess, painful intercourse, bleeding after intercourse, rashes, bloating, weight gain and adenomyosis. I was not told prior to receiving essure that it contained nickel. Side effect started showing up around a year and a half after implanting and progressively got worse until unbearable. Hysterectomy of uterus and tubes was done on (B)(6) 2013 to remove essure.